Manufacturer narrative:
Unit alarmed compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/delivery, the excessive no delivery test due to compromised force sensor system alarm. Pump received with minor scratched display window, cracked reservoir tube lip, cracked case near reservoir tube window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer confirmed that the drive support cap was protruded. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.